Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that the patient was hospitalized for 10 months and never had her pump refilled, so the pump had been dry for 9 plus months. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿patient compliance¿. A dye study was done and looked fine/the catheter looked good. The patient was scheduled to have the pump replaced on (B)(6) 2019. The issue was not resolved at the time of this reported. It was indicated that the hcp had no further information to provide regarding the event. No patient symptoms were reported, and the patient status was reported as ¿alive ¿ no injury¿. No further complications were reported/anticipated.